Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room with chest pain. A 12 lead electrocardiogram indicated possible right ventricular undersensing. Intermittent capture was noted in bipolar configuration, but improved in unipolar configuration. Pacing impedances were 600 ohms in bipolar and 480 in unipolar configurations. No out of range measurements were present. In addition, a stored electrogram noted far field oversensing on atrial lead. The lead was programmed to unipolar configuration and the patient was to be further monitored. No other patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.